Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. It is unknown at the time of this report if the subject device will be returned to the manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation procedure (orif) to treat zygomaticomaxillary complex facial fractures (zmc) on (B)(6) 2016, when the threaded reduction tool was put into the orbital rim of the zygoma, and it snapped off in the patient's zygomatic arch. The surgeon did not remove the fragment and it remains in the patient. The event did not cause a delay in surgery. The surgery was completed uneventfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.